Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Dianeal therapy was ongoing. The patient was not hospitalized for the event and the cause of the peritonitis was unknown. Treatment information was not reported. On a later date, the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13b10034 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted but did not indicate any issues related to the reported event. A batch review was conducted for potentially associated lot number h13a31016 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.